Event description:
It was reported that this patient with a pacemaker presented to the emergency room. The physician called for review of consult data. Technical services reviewed and found there were stored atrial tachy response (atr) episodes in which were inappropriate due to far-field oversensing of r waves. At this time, the device remains in service.